Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to moisture damage on the keypad traces noted. Moisture damage was also noted on the lcd board. No unexpected button error alarms noted. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated he was caught in a rainstorm and thinks the insulin pump may have gotten wet. No moisture is seen inside the device. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.